Manufacturer narrative:
No additional patient status was reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant of vad-55636, it was reported that the patient had a rise in ldh and had hemolytic urine output. The hospital team decided to explant the pump and place the patient on peripheral ECMO as the pump pocket and graft seemed to be infected as well. The hospital reported that visual inspection of the pump after explant showed a total occlusion of the pump and grafts. It was also reported that the patient did not recover from a previous infection before the implant of this pump and had remained in the ICU. The patient had developed heparin-induced thrombocytopenia (hit) and was treated with antibiotics for his ongoing infection.